Manufacturer narrative:
On 05/02/2019, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 2003. New information states that the implantation date is (B)(6) 2003. On 05/08/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast reconstruction procedure with a mentor smooth becker 50 expander/mammary prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by MRI. In addition, the patient developed pain in the right breast. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 415cc gel breast prosthesis on (B)(6) 2019. The explanted device was discarded after surgery.